Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer reported a blank display on the insulin pump. Troubleshooting was performed and the blank display issue was resolved after insertion of a new aa battery. No harm requiring medical intervention was reported. The customer will continue the use of the insulin pump and will not be returned for analysis.